Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient got electrocuted by the ceiling fan when they were changing the bulb in it. The patient said it burned them. The patient said they were hospitalized due to the burning and the healthcare professional (hcp) told them the stimulators were no longer functioning and the batteries were fried. The patient stated that this wasn't confirmed by a hcp who works with the device. The patient stated they were in pain now and they needed something done. The patient stated the pain was in their finger after being electrocuted. The patient tried to connect the recharger, but they said ¿the batteries are no good. It won't charge.¿ the patient did not have a call your doctor screen. The patient was unable to connect to the programmer and the patient stated the ins didn't have a charge. The patient stated they needed to have the stimulators replaced. It was mentioned the next appointment with their hcp was in march and the patient said they needed the batteries replaced as soon as possible. The patient called again and said they needed an emergency surgery because they were in a lot of pain. The patient said they saw the hcp on (B)(6) 2018 and the hcp told them they wouldn't do a replacement because the batteries were good. A list of hcps was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer's representative (rep). It was reported the patient mentioned the electrocution, stimulators stopped working, not charging, stimulators fried, and pain again. The patient stated the hospital refused to admit him. The patient stated they have a doctor appointment in 2 weeks, but inquired about something sooner. The rep stated that the patient went to change a light bulb and was standing on a metal chair. The patient was electrocuted and now the stimulator does not work. The patient was given the name of a neurosurgeon to follow up with. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-mar-5 reporting that the issues were resolved. They replaced 1 in their stomach, and they were going to replace the other one in 90 days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was in pain because their stimulators were not working. The patient's spouse reported that had been over a years since the inss had been charged. The patient did not have their ins recharger with them, so they were unable to perform a physician mode reset. No further complications are anticipated.